Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated about 9 months ago or so, it stopped working and was not dispensing any medicine at all. The patient stated prior to that, they had lost an extreme amount of weight and the pump was sticking out of their back and they had to move themselves around several times an hour just to be comfortable. The patient stated their healthcare provider wouldn't do the surgery at an outpatient place because of their health issues and they felt it was too risky for them to do it. The patient stated they used oral meds for the pain. The patient mentioned the pump was placed in their back because the healthcare provider (hcp) was concerned about the pump moving around at time of implant. The patient stated since the weight loss and tummy tuck since implant, the patient would like to have the pump moved from the back to the abdomen. The agent sent patient hcp listing and sent an email to the field reps for visibility. The patient was quite escalated therefore the agent did not ask further clarifying/additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.